Manufacturer narrative:
Device model #: for type of device: system, endovascular graft.

Event description:
A 34x34x15 gore tag device was deployed through a 22 french gore dry seal without difficulty. The delivery device was removed with some resistance along with the marker pigtail. Upon insertion of tri-lobe balloon, an additional radiopaque marker persistent on the wire within the arch was noticed. The olive tip had been sheared and no longer present on the delivery device. The olive tip was clearly visualized in the ascending aortic arch under fluoroscopy; still on the lunderquist wire with a snare. All the components of the delivery device were retrieved.

Event description:
A 34x34x15 gore tag device was deployed through a 22 french gore dry seal without difficulty. The delivery device was removed with some resistance along with the marker pigtail. Upon insertion of tri-lobe balloon, an additional radiopaque marker persistent on the wire within the arch was noticed. The olive tip had been sheared and no longer present on the delivery device. The olive tip was clearly visualized in the ascending aortic arch under fluoroscopy; still on the lunderquist wire with a snare. All the components of the delivery device were retrieved.